Event description:
It was reported during fse inspection, that the cardiosave intra-aortic balloon pump (iabp) compressor operation unstable. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(initial reporter and email), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - d5, e4, g2. The failure analysis and testing department received the following parts associated with this complaint: compressor scroll and muffler. These parts were received with a reported unit failure message of compressor unstable. The failure analysis and testing department performed a visual inspection, and parts look to in good condition. Installed muffler and compressor scroll into the cardiosave test fixture and tested separately and together per the cardiosave service manual. The fat department performed functional tests and passed. Also, the fat department pumped the cardiosave test fixture and did not observe error message on screen. The fat dept. Could not verify the failure message of compressor unstable. Compressor and muffler passed testing. Retaining compressor scroll and muffler in the fat department. Probable root cause for cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient could be muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat or cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor or the cardiosave drive regulator drifting or leaking causing the scroll compressor to increase rpm. The getinge field service engineer (fse) the encountered the issue, replaced compressor and muffler due to high compressor rpm. Battery for alarm daughter board. Equipment calibration performed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.